Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was deployed in the esophagus but did not affix in the esophageal wall. The capsule was seen in the oral airway and observed entering through the vocal cords per physician. The patient was intubated by anesthesia and bronchoscopy was performed where the capsule was located and was retrieved using a snare.